Event description:
A barostim system was implanted on (B)(6) 2025, and last titrated on 01-jul-2025. Around 15-july-2025, the patient experienced extraneous stimulation. On 30-jul-2025, following review of the patient's x-ray, it was discovered that the lead was twisted. Per the opinion of the physician, the root cause of the event was the patient twiddling the device at night. It was noted that the lead may not have been completely tucked medially post implant or the pocket was a bit too large. On (B)(6) 2025, it was discovered that the patients lead impedance was extremely low and the patient's therapy was turned off. On (B)(6) 2026, a successful lead revision was done. A new pocket was created proximally to the old pocket, and the new lead was tunneled and placed contralateral on the left side. The remaining portion of the original lead on the right side was left in the body during the revision remained unsecured due to it being completely separated in half and unreachable to cap or remove per the physician.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient twiddling the device at night. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).